Event description:
The anesthesiologist reported that anesthesia fluid delivery set allowed retrograde flow through the in-line checkvalve. The set was not in pt use; the customer was evaluating the set.